Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down by itself. When it came back on the screen remained blank, and the system could not be turned off. The foot pedal also requires more pressure to activate the handpiece.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host was replaced to address the issue. The power supply was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on 09/20/2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host. The manufacturer internal reference number is: (B)(4).